Event description:
It was reported that during a revision surgery procedure the threaded nipple of the impactor handle broke off during stem insertion. The stem was well seated and the threaded end stayed in the re-adapt revision stem. Delay from 0 - 30 minutes reported. No backup device available.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned that the anthology inserter fractured at the tip, most likely from impact. An impact fracture can occur if the mechanical loads applied to the instrument exceed the strength of the material. A fracture can also be the result of multiple impacts. This fracture caused the instrument to become inoperable. The fractured off portion was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaint for the listed batch. A clinical analysis indicated that no clinical supporting documents were provided to conduct a thorough assessment of the reported infection. Should additional information be provided, the clinical/medical investigation task will be reopened. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.